Manufacturer narrative:
An authorized service provider (asp) evaluated the device and reconfirmed the foot issue. The asp installed a foot retention plate to resolve the issue. The foot was then able to be retightened. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and functional test.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screw hole for the rubber foot on the o2 connection side did not function when attaching the device to the stand. The customer stated that the issue was found during periodical device check while outside of clinical use. The device was otherwise able to operate as intended. There was no report of patient or user harm. The device was evaluated by an authorized service provider (asp) at a repair center. The asp confirmed that the rubber feet could not be secured to the device. The asp found that the screw hole was stripped, which is what was preventing the securing of the rubber feet on the damage screw hole. The asp confirmed that the device was able to be mounted using the screw hole on the other side of the device, but that the device could become unstable should the rubber feet come off unexpectedly. The customer was provided with a quote for replacement of the foot retention plate.